Event description:
Medtronic received info that after insertion into the aortic arch, this pediatric arterial cannula's introducer was withdrawn and no flow could be achieved. The cannula was then repositioned in the aortic root and the descending aorta, which yielded the same results. Due to the multiple reposition attempts, the patient's vessel was damaged. The device was removed and replaced with another manufacturer's product. The device was returned for analysis.

Manufacturer narrative:
Analysis: upon receipt, visual inspection of the obturator, cannula body, and distal tip did not reveal any abnormalities. Next, fluid was attempted to be flowed through the distal tip of the cannula with low pressure; however, no flow was observed. The pressure was then slowly increased, resulting in a slight amount of clear fluid entering the body of the cannula through the distal tip. As the clear fluid moved through the cannula body and into the hub, body fluid contamination was observed. The presence of body fluid contamination suggests the porous bushing inside the cannula plug and plastic shaft was contaminated during use. The device was returned to the manufacturer to determine if the flow impedance was caused by a manufacturing anomaly. The introducer handle, retaining clip, cannula plug assembly, and plastic introducer were partially removed from the vented barb connector. Visual inspection confirmed the porous bushing was stained with body fluid contamination. Further inspection did not identify any solvent on or around the porous bushing. Analysis concluded that the body fluid contamination within the porous bushing resulted in the decreased flow of this cannula. Conclusion: analysis confirmed the reported clinical observation, as the cannula would not allow the desired flow. However, the porous bushing used for hemostasis management was contaminated with body fluid due to use error, which minimized priming and venting effectiveness. The directions for use (dfu) for this cannula states: "advance the introducer into the cannula until the cannula plug is seated in the barbed connector and the retaining clip engages the second barb on the connector. Caution: do not moisten the porous plug. The plug will become impervious to air, minimizing priming and venting effectiveness (page 4, directions for use, step 2.). A review of our complaint database reveals that this event is an isolated occurrence. The user was reminded of how to use this product. Medtronic will continue to monitor the field performance of this product to detect similar events, should they occur.